Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to an unknown product performance issue. Additional information obtained from the field which indicated that the lead was attempted during the procedure because it kept dislodging. The lead was never in service. No adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to an unknown product performance issue. Additional information obtained from the field which indicated that the lead was attempted during the procedure because it kept dislodging. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed by product analysis. The difficult-to-position allegation was not confirmed. Visual inspection found no evidence to support lead placement difficulty.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to an unknown product performance issue. The lead was never in service. No adverse patient effects reported.